Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (clear residue) and the lens is missing a piece of the optic. (B)(4).

Manufacturer narrative:
Product was manufactured in the u.s. But not marketed in the u.s. (B)(4). Not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens,-7.0 diopter, into the patient's right (od) eye on (B)(6) 2016. On (B)(6) 2017, the lens was explanted due to excessive vaulting and was exchanged for a shorter same diopter, different model lens. The problem was resolved. The patient's last visit was on (B)(6) 2017 with uncorrected visual acuity (ucva) 20/20.